Event description:
The facility representative reported a colleague infusion pump with a 550:320 failure code. The event was reported to have occurred after delivery in the ER. This condition had the potential to interrupt delivery. According to the hospital representative, no patient involvement, injury, or medical intervention had been reported related to the device. No additional information is available. The user interface module software version is unknown at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the reported condition of failure code 550:320 was not confirmed during product evaluation. However the quality engineer has confirmed the reported condition of failure code 550:320:654:0000. The assignable cause was a loose p12 connector. The p12 connector was replaced to correct the reported condition. The user interface module software version is 5.09.90. A service history review was performed revealing the reported condition is not related to any previous customer service request on this pump.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.